Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a procedure they opened a catheter and tested it on the table. The tip of the catheter detached at the junction between the blue and white portion of the catheter.

Manufacturer narrative:
The suspect device has not returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined at this time. If the device returns at a later date, the complaint will be reopened and a complete investigation will be performed. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device was returned for evaluation. The catheter was found to be fractured; however, the root cause of the failure could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.